Event description:
Customer reported he was sitting in his chair and started not feeling well; he started hearing ringing in his ears so he tested his blood sugar and got a glucose reading of 121 mg/dl on his freestyle freedom meter. He further reported experiencing cold sweats, his vision went black and he subsequently lost consciousness. The paramedics were called and upon arrival obtained a reading of 40 mg/dl on their meter of unknown brand and treated him with glucose gel to bring his blood sugar back up. The customer reportedly refused to be transported to a hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Evaluations results: the meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Event description:
Major pump unit(s) involved: external control system failure.additional text: battery.specific component(s) involved: external battery malfunction.additional text: malfunction.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.implant device type: lvad.

Manufacturer narrative:
As the strip lot was not returned with meter that was investigated and the investigation results submitted in supplemental report #1, retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.